Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Tech support requested the customer send in the study for review, but they advised that they do not have a copy of the study to send in. Follow up information received from the customer indicated that the patient had the capsule removed due to pain, difficulty breathing and vomiting, but that the patient status was stable.

Manufacturer narrative:
Device evaluation: the bravo capsule was returned for evaluation. A visual inspection revealed no damage. The capsule was opened and connected to a power source. The battery voltage was found to be 1.23v. The acceptable criteria is between 2.2 and 3v. A battery pack below 2.2v will not activate the capsule. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.